Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. A strut on the ninth row in from the distal end of the stent was raised up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the long, 90% restenosed lesion of a non-bsc stent located in the calcified and moderately tortuous distal right coronary artery. Pre-dilation was performed with a 2.5mm and a 3.0mm balloon. Next a 3.0x24mm taxus element stent was advanced for treatment but could not cross the lesion. Upon removal, it was noted the stent was damaged and "lifted." The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the long, 90% restenosed lesion of a non-bsc stent located in the calcified and moderately tortuous distal right coronary artery. Pre-dilation was performed with a 2.5mm and a 3.0mm balloon. Next a 3.0x24mm taxus element stent was advanced for treatment but could not cross the lesion. Upon removal, it was noted the stent was damaged and "lifted". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.